Event description:
It was reported that during the procedure the impedance readings were high (abnormal); c,0 were >4000 after multiple voltage increases. The header was never exposed to any blood or liquid. A new ipg (implantable pulse generator) was used from the hospital shelf stock and impedance was normal. There were no patient symptoms associated with the event. Patient status at the time of the reporting was alive - no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy241759h) showed no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: neu_wrench_acc, serial# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.